Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that there was an alleged leak in the balloon. When the balloon was checked, it was empty. There was no reported patient injury.

Event description:
It was reported that there was an alleged leak in the balloon. When the balloon was checked it was empty. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: the sample returned for evaluation was one 20 fr tri-funnel replacement gastrostomy feeding tube. Visual, microscopic, and functional evaluations were performed of the physical sample. The balloon was capable of inflating without difficulty and remaining inflated upon removal of the syringe, but inflation of the balloon revealed that the balloon appeared to be uneven - it inflated more on one side than on the other. It was also noted that the device was returned with the midsection of the balloon having a yellow discoloration and shape memory from being filled, as it had a distended/wrinkled appearance and did not sit flat against the tube. The manufacturing site performed an evaluation of the sample, as follows: per visual inspection no defects along the catheter were observed. During the functional evaluation the balloon was inflated with 37cc of air using a syringe and it was not deflated. Then, the catheter balloon was moved up and down and it deflated. Afterwards, the balloon was tried to be inflated with 20cc of a mix of tap water and blue methylene using a syringe and a water leak was found on top of the edge of the balloon. It was found that the balloon was not completely bonded to the shaft in one side. Therefore, the investigation is unconfirmed for the reported deflation, cause unknown and confirmed for balloon bond leak. The investigation indicates that the root cause is balloon bond leak, which is manufacturing related. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that there was an alleged leak in the balloon. When the balloon was checked it was empty. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Additional information was provided by the international business center (ibc) on 10/19/2018, and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.